Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "leaking." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6

Event description:
Patient reported right side deflation. The device has been explanted.